Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was replaced due to normal battery depletion. However, upon lab analysis premature battery depletion was identified.